Event description:
It was reported that stent damage occurred. This 28 x 4.00 rebel bare metal stent was selected for preparation. When unpacking the device they noticed that the stent struts were damaged. No patient complication were report in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. A microscopic inspection revealed that the distal end of the stent was damaged for 4mm. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. This 28 x 4.00 rebel bare metal stent was selected for preparation. When unpacking the device they noticed that the stent struts were damaged. No patient complication were report in relation to this event.